Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a customer sent in 1 used sample for evaluation: the sample arrived out of the pouch primed. Visual inspection confirmed air in line. The sample was then spiked into an in-house 1000 ml solution bag. Re-priming of the sample failed. The reported condition was confirmed. The cause remains not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter sales representative reported a customer that was using a clearlink set that would not prime. The medication that was used for priming was ivig (intravenous immune globulins) made by gamunex. There was no patient or medical injury involvement. No additional information is available.